Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and two opening on anterior side assessed as surgical damage. Additional observations: ¿ crease is observed. ¿ black particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Continued e1: (email address): (B)(6). Photo analysis: observations: red particles on the surface of the shell. It is not possible to determine, the lot number or catalog through the photos provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, grade iii.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Device has been explanted.